Manufacturer narrative:
Investigation findings: due to the reporting customer not supplying a lot number the (B)(4) report was reviewed to obtain the raw material utilized within the finished good and referenced within the complaint. Raw material 44-00062, neonatal cuff #5 has been identified and is supplied to deroyal by (B)(4). The (B)(4) report did not identify any previous reports of the nature for the finished good and product line prior to the customer filing multiple reports. (B)(4) has been issued to the vendor for the reports. The scar due date is (B)(4) 2015. No further info available at this time. The investigation is complete.

Event description:
We received a medwatch from FDA on (B)(4) 2015 reported to the FDA by (B)(6). Their nursing staff is concerned about the number of defective neonatal bp cuffs. They are finding small leak at the cuff and tube. Neonate size 1 - 72-3101; neonate size 2 - 72-3102; neonate size 3 - 72-3103; neonate size 4 - 72-3104; neonate size 5 - 72-3105. All the ones that have been brought to the contact are the size 3 but that may just be because those are the most frequently used. Customer stated the issues with the leaking are being found during the initial use of the products. No injuries are reported.